Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on jan 02, 2018 with the following findings: upon powering up, the display was found to be dim with reddish text. Additionally, the display lens was cracked. The battery compartment was also cracked from the threads to the case seal left of the grip pad.

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment as well as a dim and cracked display screen. This report is made based on results of investigation completed on jan 02, 2018.